Event description:
It was reported that a large volume folfusor leaked. The pump broke and 5-fluorouracil flowed into the hard plastic shell of the pump. The issue was occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2023. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: lot manufacture date: october 04, 2022 - october 05, 2022. H10: the actual device was received for evaluation. Visual inspection was performed and noted fluid inside the housing which suggested a leak. A leak test was performed by filling the bladder with green color water. Immediately after green color water was added to the bladder, a leak was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of bladder crimp leak was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.